Manufacturer narrative:
As reported, a large 30mm 4.0mm palmaz balloon expandable stent could not be entered into the unknown sheath as the stent became dislodged. The stent would not remain in place on the balloon during prep. There was no reported injury to the patient. The device was stored in accordance with the instructions for use (IFU), and no anomalies were noted before its use. The sds was prepared following the IFU guidelines without any difficulties, except for the issue of the stent not staying on the balloon. The stent was manipulated during preparation to be mounted onto the balloon. An unknown 7f sheath was utilized. The balloon was either inflated or partially inflated prior to inserting the sds. Additional information was requested; however, the information was not obtained. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " stent dislodged" could not be confirmed. The IFU state to ensure that the stent is securely crimped onto the balloon prior to use. If there is any damage to the stent prior to use, the device should not be used. If the stent was dislodged during prep, that may have been a contributing factor to its inability to enter the sheath. No preventative or corrective actions will be taken at this time.

Event description:
As reported, a large 30mm 4.0mm palmaz balloon expandable stent could not be entered into the unknown sheath as the stent became dislodged. The stent would not remain in place on the balloon during prep. There was no reported injury to the patient. The device was stored in accordance with the instructions for use (IFU), and no anomalies were noted before its use. The sds was prepared following the IFU guidelines without any difficulties, except for the issue of the stent not staying on the balloon. The stent was manipulated during preparation to be mounted onto the balloon. An unknown 7f sheath was utilized. The balloon was either inflated or partially inflated prior to inserting the sds. The device will not be returned for evaluation as it was discarded. Additional information was requested; however, the information was not obtained.